Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal clonidine 1,000 mcg/ml at an unknown dose, prialt 50 mcg/ml at an unknown dose, and dilaudid 2 mg/ml at unknown dose via an implanted pump for spinal pain and rsd/causal gia-complex regional pain syndrome. It was reported the patient had a new pump placed after hers was removed in (B)(6) 2016 and the hcp stated that notes indicated that after the patient¿s refill in (B)(6) 2016, over the next several months, the patient was not getting any pain relief despite dose increases. The catheter was revised and the pump was replaced and filled with saline. It was noted they would like to fill the pump with drug today and confirmed with the physician that no catheter aspiration was done. The physician advised the hcp not to do any priming and start the pump with the new drug programming (prialt 25 mcg/ml at 2.5 mcg/day ). The physician was aware that there was old medication remaining in the catheter. It was reported the change in therapy/symptoms was sudden. Technical services assisted the hcp with programming. The event date was (B)(6) 2016. No further complications were report ed/anticipated or expected.